Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received inside a carrier tube (hoop) within a sterling shelf box that matched the information on the device. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified forearm artery. A 6.0mm x 40mm x 80cm sterling¿ balloon catheter was advanced to the target lesion. Upon third inflation at 12 atmospheres, the balloon ruptured. Procedure was completed with another same device. No patient complications were reported and patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified forearm artery. A 6.0mm x 40mm x 80cm sterling balloon catheter was advanced to the target lesion. Upon third inflation at 12 atmospheres, the balloon ruptured. Procedure was completed with another same device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).